Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 1 read as an open circuit during electrical testing, consistent with the reported event. No short circuits were detected. Further inspection revealed the welds between conductor wire 1 and the rf cover were no longer intact, consistent with the detected open circuit and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the wire to weld connection issue and subsequent cancellation remains unknown.

Event description:
During an atrial fibrillation, there were communication and impedance issues with the catheters resulting in a delay. When the first tactiflex se ablation catheter was inserting the tip was blinking red and the catheter was "jumping" on the screen. An error message about poor data quality appeared. All other parameters are okay, and impedance was measuring the normal value of 110 ohm. The catheter was exchanged with a second tactflex se ablation catheter and the issue resolved. Ablation was started and about 15 lesions are made, using 40w 20sec / 50w 10sec, then an impedance error message appeared on the ampere generator. The impedance value was fixed on 999 and no ablation could be performed. The grounding pads were exchanged, and all connections were checked but the issue remained. The procedure was then cancelled.